Event description:
It was reported that during an abdominal aortic aneurysm (aaa) stent graft placement procedure, removal difficulties and a balloon material detachment occurred. The lesion was located in the abdominal aorta, however, the pt of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. An unspecified 9fr. Introducer sheath was placed. Another manufacturer's bi-iliac stent graft was placed. The ultra-thin diamond balloon catheter was advanced to an unspecified iliac artery for post-dilatation of the stent. The balloon was successfully deflated, however, upon removal resistance was encountered and the balloon was unable to be removed through the introducer sheath. A "jerk" was applied to the balloon catheter which sheared the balloon material off of the balloon catheter, allowing removal of only the catheter while the balloon material "hung" on the end of the sheath inside the pt. Fearing the balloon material would dislodge from the introducer sheath by advancement of a snare, the physician decided to remove the introducer sheath with the balloon material. Upon removal of the introducer sheath, the balloon material remained inside the pt. The physician performed a cut-down and was able to successfully remove the balloon material. The procedure was completed without further intervention. Approximately two weeks post procedure, the pt presented with an infected unspecified groin. An unspecified surgical procedure was performed to treat the infection.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is nay further relevant info from that review, a supplemental medwatch will be filed.